Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was an aberrant pvc during balloon inflation, causing the entire nf+ system to be ejected aortic and the xt valve landed a 100% in the aorta. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
In a transfemoral tavr procedure, the 23mm sapien xt valve embolized to the aorta; the xt valve was captured and deployed in the descending aorta. The delivery system was prepped with nominal volume (17cc). Pre-deployment, the xt valve was positioned 70:30 aortic/ventricular. During the xt valve deployment, there was an aberrant premature ventricular contraction (pvc) during rapid ventricular pacing (while the novaflex + delivery balloon was still inflated) and the entire system was ejected aortic. The xt valve landed 100% aortic. The team, keeping the wire in place in the left ventricle, gently inflated the delivery balloon and retracted the valve to the descending thoracic aorta. The valve was then deployed in place. To further ensure that the valve would not migrate, the decision was made to place a medtronic thoracic endoprosthesis to entrap the valve against the aortic wall. A second 23mm xt valve was prepped with 1cc extra volume added to the balloon (18cc). The valve was then delivered thru a new 18 fr esheath and positioned 50:50 a/v. Post deployment, the xt valve was 60:40 a/v with trace/mild paravalvular leak (pvl). The access site was successfully closed and the patient exited the room in stable condition. The physicians discussed the issue and attributed it to the aberrant pvc during rapid ventricular pacing. The aortic annulus diameter measured 19.6 x 26.4 mm by CT with mild calcification.